Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked luer connector was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was a 6fr t/l powerpicc solo catheter. The white solo connector cap contained a longitudinally-aligned crack which traversed the length of the cap. The luer threads appeared normally formed and undamaged. The cap crack was forced open at bas in order to inspect the inner fracture surface. Microscopic examination of the fracture surfaces revealed two voids within the wall of the connector. The fracture surfaces, outside the voids, were rough and granular in nature. The void within the connector, and apparent brittle nature of the break, suggest that this issue may be related to the manufacturing or molding process of the white cap. The sample was sent to the manufacturing facility for further review. Manufacturing evaluation the complaint for ¿valve cracked¿ is confirmed according the evaluation the sample received which showed valve part cracked of the lumen white; showed three bubbles within valve, maybe these are caused by the incorrect molding process, leading to valve breakage. This condition cause leak in the device. Therefore the cause for this complaint is manufacturing related. An internal event was opened for the tracking of this issue. A lot history review (lhr) of rebq0918 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (rebq0918) have been reported from the same facility.

Event description:
It was reported by the facility that they have had six PICC's break where the connector is, they stated it appeared to be cracking. One sample to be returned. This file addresses patient one. No patient injury was reported. 6/26/2017 - facility reported use of chlorehexadine and places swabcaps on the PICC lumens.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq0918 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (rebq0918) have been reported from the same facility. Device not returned, at this time.

Event description:
It was reported by the facility that they have had six PICC's break where the connector is, they stated it appeared to be cracking. One sample to be returned. This file addresses patient one. No patient injury was reported. On (B)(6)2017 - facility reported use of chlorehexadine and places swabcaps on the PICC lumens.